Event description:
It was reported that noise, oversensing, and low pacing impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and insulation damage was observed on the rv lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.